Manufacturer narrative:
The tip breaking condition was not confirmed since the unit was not returned. The unit was discarded. The investigation was documented and most probable root causes were defined according to information provided by the customer, risk management report and previous complaint history. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component according to the device history record review, the lot was manufactured according to specifications. Poor assembly process in addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. The activation history could not be retrieved since the unit was not returned for evaluation. A possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and previous complaint history. No previous similar ceramic tip breaking cases have been reported for this part number. Misuse the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. It is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway, exceeding the part strength per design, as this may result in damage to the tip of the probe. In addition, if the unit was in contact or hold close to the scope or any other metal object, the radio frequency path is interrupted and the circuit shorts through the instrument (arching), even possibly causing a spark like reaction which may cause damage to the tip of the probe. However, no information was provided about any possible arching condition observed during surgery. Therefore, a possible user related (misuse) possible contributor cannot be ruled out. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the surgeon was unable to retrieve a broken piece that fell into the patient.

Event description:
It was reported that the surgeon was unable to retrieve a broken piece that fell into the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.